Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual examination identified no anomalies. The device was confirmed to be operating in safety mode, and device memory analysis identified a memory inconsistency. The device underwent therapy availability testing, and normal device function was observed. The device case was then removed to facilitate inspection of the internal components and further testing. Despite thorough analysis and confirmation that the battery was depleted, the root cause of the clinical observations could not be determined.

Event description:
It was reported that at a follow-up appointment, this device was found to be operating in safety mode. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that at a follow-up appointment, this device was found to be operating in safety mode. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.